Manufacturer narrative:
Gehc recommended replacement of the manifold. No report of patient involvement. Unique identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag port was broken. There was no report of patient involvement.